Event description:
I was implanted in (B)(6) 2010 . I was not under anesthesia and placement on the left side was extremely difficult and painful, another dr was called in to assist. Procedure took nearly an hour. I immediately developed pmdd and was prescribed prozac which did subside some of the pain. Slowly I started developing other issues that could not be explained. Chronic fatigue, extreme joint pain, constant pressure in rectum and groin, stabbing abdominal pains, kidney infections, yeast infections and bladder problems. During this time I had numerous blood tests, CT scans, bladder scans, cystoscopy and many physician visits. All tests were normal. I experienced severe brain fog. The best description for those three years was mentally and physically living as an 80 year old woman. Everyday was a struggle. During a cystoscopy my urologist noticed something that wanted me to refer back to my ob. I made a visit and found that I had developed ovarian cysts. It was at this time I began researching my issues and made the correlation between essure and my symptoms. On (B)(6) I had a hysterectomy and bilateral salpingectomy. When I woke, all of my previous symptoms were gone. My pathology report showed lesions on my bladder and bowel and chronic inflammation internally. I made a written request to text all tissue removed for nickel and the report came back positive for nickel serum. I am now three weeks post op and cannot believe I have regained my life and am completely symptom free, I am now trying to determine how to rid myself of the nickel and the possible long term effects I may have.